Manufacturer narrative:
(B)(4). Wedge band bypass the analysis results found that the (B)(4) device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/3 fired and the right side was fully fired. The cartridge lockout was found normal. In addition the cartridge the wedges were found damaged. These damages are consistent with damaged caused when the device is clamped over a hard object. When this happens there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the device only partially fired. Another device was used to complete the procedure. There was no adverse consequence to the patient.